Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) occurred on 01apr2016 with a cause of impedance. The implant to rrt months was 21.50. Rrt was prior to explant. Daily battery voltage trend shows battery voltage of > 2.85 volts. Daily battery impedance trend shows a gradual rise in average daily impedance.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.